Manufacturer narrative:
(B)(4) digestive issues, unspecified.

Event description:
It was stated that the system caused more problems than it helped with. It caused the patient to have digestive issues and it caused pain and shocking sensations when turned on. The system was removed. Further information is being requested from the hcp.